Event description:
A journal article was retrieved from pediatric surgery international, 2024 that reported a study from university of california san franscico. The purpose of the study was to analyze the bar dislocation rate with the medial position stabilizer placement method and impose no postoperative restrictions. The study reviewed 114 patients (103 male, 11 female) from 2016 to 2023, who underwent zb nuss bar/procedure, the median age was 15 years old. All children were discharged home day one with clearance to resume full activity as soon as they feel their chest stiffness does not hamper their breathing. Follow-ups were completed at 6-month intervals to assess bar displacement, cosmesis, and satisfaction with the repair and to determine appropriate time for bar removal which was typically done within 2 years. It was reported that two (2) patients developed postoperative hematoma requiring incision and drainage. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: melhado, caroline, highet, alexandra, mukherjee, neal, ozgediz, doruk, idowu, olajire, & kim, sunghoon (2024). Effect of medial stabilizer chest position on pectus bar dislocation. Pediatric surgery international, 40(232). Https://doi.org/10.1007/s00383-024-05822-w. The reported event is unconfirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on february 27, 2026, to address corrections. Device performance and/or risk profile are not impacted if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report